Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 553 mg/dl. Customer was admitted to the hospital and treated with insulin injections. At the time of the report, customer had not yet been discharged. Customer declined tandem technical support¿s offer to troubleshoot.